Manufacturer narrative:
Approximate age of device: 1 year, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the ER with complaints of abdominal and testicular pain, evidence of hematuria, and elevated liver and kidney values with an ldh of 1000 u/l. The patient was treated with bivalirudin. The patient was upgraded on transplant list. No additional information was provided.

Event description:
Additional information: as of (B)(6) 2018, the patient still had not received a heart transplant and still had class 3 symptoms; however, their hemolysis had improved.

Manufacturer narrative:
Additional information: manufacturer's investigation conclusion: no product was returned for evaluation. A correlation between the device and the reported hemolysis could not be determined. Evaluation of a submitted system controller log file revealed that pump speed remained above the low speed limit for the duration of the log file. The log file appeared to show the pump operating as expected. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: correction.